Event description:
The micro sagittal saw was sent for evaluation because it was running on its own without activation during a procedure. The procedure was completed with another; no adverse event was reported.